Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported an incomplete flap. Additional information requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. A review of the logfile for the treatment day shows an info message displayed. It indicates the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, so the reported treatment was aborted during bed cut. The user did not restart the aborted treatment. The reported event is due to user handling. There was no technical problem. The root cause is user handling. The manufacturer internal reference number is: (B)(4).